Manufacturer narrative:
(B)(4). Date sent: 10/3/2023 d4: batch # 251c37 b3: exact event date unk, entered 1/1/2023 as only the year was provided. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a (a) device was returned with no apparent damage and along with one gst60g reload present. The reload was received partially fired 2/3 and it was broken from distal end. In addition, the reload was received with the reload pan dislodged and not returned, the device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The partially fired is consistent with an incomplete or interrupted cycle. The event reported was confirmed and it is related to improper use of the device. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 251c37, and no non-conformances were identified. Additional information was requested and the following was obtained: please explain in detail what was the issue with the devices. What do you mean by ¿got stuck¿? It blocked did the devices deliver any staples? No          did the devices cut? No              was there any difficulty opening the devices? Unknown.

Event description:
It was reported that during a laparoscopic sigmoid, these echelons got stuck. After locking, the resistance disappeared. One article has been fired 4 times, the 2nd article has been fired 2 times. No patient consequences reported.